Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported a cut in the tubing; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified medication. It was reported that during priming of the tubing set prior to pt use, a minimal amount of solution immediately leaked from a cut in the tubing at an unspecified location between the drip chamber and the cair clamp of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no add'l info was provided.